Manufacturer narrative:
Method: device history review, complaint history review; risk assessment; result: device evaluation could not be performed as the device was not returned. Device history review indicated all devices accepted into final stock met specifications. No discrepancies occurred during the manufacturing of this lot. Complaint history review indicated there have been no other similar complaints for this reported lot. The root cause cannot be identified and the failure cannot be confirmed.

Event description:
It was reported that; as reported by rep: surgeon notified via sms that post implant for a procedure, foot became swollen. Upon re-opening the wound, surgeon reported that the product "looks like it puffed up after pulse lavage". A screw [exact screw unknown] in the plate was found loose and explanted. Rep reported that patient sustained vocal chord damage after intubation and was administered prednazone. As of the time of report, patient had not gotten their voice back. Patient has retained a lawyer.

Event description:
It was reported that; as reported by rep: surgeon notified via sms that post implant for a procedure, foot became swollen. Upon re-opening the wound, surgeon reported that the product "looks like it puffed up after pulse lavage". A screw [exact screw unknown] in the plate was found loose and explanted. Rep reported that patient sustained vocal chord damage after intubation and was administered prednazone. As of the time of report, patient had not gotten their voice back. Patient has retained a lawyer.